Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Also, an aortic molding and occlusion balloon catheter (mob37/21298133) was involved. Please note that the medwatch# 3007284313-2020-00031 was emailed to FDA on february 4, 2020. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2020, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. When the touch up ballooning was performed by a gore® molding & occlusion balloon (mob) to a stent graft implanted in the left common iliac artery, the blood pressure became decreased. It was confirmed that the left common iliac artery was ruptured. The blood pressure became stable after occluding the proximal part of the stent graft using the balloon. Then the left internal iliac artery was coil embolized and an additional stent graft was extended into the left external iliac artery. The patient tolerant the procedure. Reportedly, the balloon was not over inflated. No resistance was felt during advancement or retraction of the balloon catheter. The vessel¿s size at the ballooning area was 19mm. There was nothing in patient¿s anatomy caused or contributed to the event. The physician commented: another manufacturer¿s balloon expands proximally and distally during ballooning. However, mob doesn¿t. Therefore, pressure of mob transmitted to vessel directly which resulted the left common iliac artery rupture.